Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had a battery low alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and battery testing were performed. A service history review revealed that the device had experienced repetitive failures related to low battery alarms. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. However, the device was found to be out of specification due to an unrelated issue. Should additional relevant information become available, a supplemental report will be submitted.